Event description:
It was reported that the implantable pulse generator (ipg) was no longer holding a charge and one of the leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced with a magnetic resonance imaging (MRI) compatible device. There were no reported complications postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 16958802/16815088.